Event description:
Surgeon was using a vu epod trial & it broke off in the pt at the 30mm depth mark.

Manufacturer narrative:
The head of the trial sheared off at the 30mm depth groove. The surgeon took approximately 90 minutes to remove the trial from the disc space. There were no issues noted with this batch of parts during the initial inspection. As a f/u, engineering conducted torque to failure testing in the vu epod trials and found a reasonable safety factor in comparing the failure torque to that experienced during testing. Based on that testing, this does not appear to be a result of normal usage.